Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the valve operator for the pilot valve had a worn poppet. Additional malfunction was the pca blue for the pc board was defective led, giving an error code .